Event description:
It was reported the pump had the following issue: the patient arrived to clinic with pump for scheduled disconnect. Upon arrival, the pump was alarming as ? Stopped'. On assessment, remaining volume read 3.1ml per pump screen. Pump restarted by this registered nurse. Shortly after pump restart, pump began alarming as stopped - remaining volume on pump screen read 5.8ml. At this time, cassette volume appeared to be 0ml, air noted in bag and line. The patient was disconnected from pump and their treatment was not delayed as they were at the end of their treatment when this occurred. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. The device?s event history log was reviewed for evidence of the reported problem. The log revealed ?latch closed?, latch opened? Messages. To conduct functional testing three accuracy tests were performed. Upon testing, the reported problem was unable to be duplicated as the pump was found to be within manufacturing specifications. It was revealed that the latch open and latch closed messages were determined to be due to discolor/white fluid on downstream occlusion sensor seal. The downstream sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.